Manufacturer narrative:
Product analysis: ¿ as found condition: the navien catheter was returned for analysis within a shipping box, an opened navien outer carton ((B)(4) ), an opened navien inner pouch ((B)(4)), and a dispenser coil. ¿ damage location details: upon inspection, a gap was found between the catheter hub and the proximal end of the catheter shaft/liner. This is unacceptable, as (B)(4) rev. Aj states, ¿under microscope, ensure that the exposed liner at the proximal end of the shaft is in contact with the rim inside the hub.¿ no bends or kinks were found with the navien catheter body. The navien catheter distal tip was found to be in good condition. No breaks or separations were found with the navien catheter. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report could not be confirmed as no breaks or separations were found with the returned navien catheter. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the proximal part of the catheter separated from the sheath, the hub and the transition attachment. There was separation/break during use. There was friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The break was located at the proximal portion. The hub separated from the sheath and the device was replaced with another. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for embolization of cerebral aneurysm treatment. The access vessel was the right femoral artery with a diameter of 12mm. Ancillary devices include a neurom max 088 penumbra sheath, phenon 27 e echelon 10/45 medtronic microcatheter, traxcess microvention  guidewire.